Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hyperglycemia over several days while the device otherwise appeared to function normally, with no visible damage, leaks, alarms, or alerts, and with repeated site and supply changes using humalog; the user also announced meals to correct high glucose without eating. Symptoms included elevated blood glucose reaching a reported high value without acute complications. Outcomes included no hospitalization, no medical intervention, no assistance, and no use of backup therapy. Investigation included troubleshooting with review of infusion set changes, supplies, and device responsiveness, as well as education and referral for additional training and clinical follow-up. Investigation of this case revealed no device malfunction observed, no component damage noted, and no infusion set or cartridge defect evident; the pattern suggested potential use-related or therapy-management factors, including announcing meals without carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with use-related factors considered.